Event description:
Info was received that reported a patient was hospitalized in 2008, due to hyperglycemia. The reporter states that patient had labile blood prior to the hospitalization. The reporter states that prior to the hospitalization her blood glucose was >500mg/dl. Upon admit the patient's blood glucose was 447 mg/dl and treated with insulin and IV fluids. The device should be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence, but as of the date of this report had not been returned for evaluation.

Manufacturer narrative:
Additional MFR narrative: customer has not yet returned the device to the MFR for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.